Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +21.00 diopter collamer single piece lens in the patient's left eye. Once the lens was implanted, the physician noticed it was too tight. The lens was too big. The lens was cut into pieces to remove from eye. The physician decided to implant a cq2015a lens. No patient injury. Cause of this incident is unknown. The reporter was asked if the cause was due to mis-measurement or due to patient anatomy and they said no, it was just not a right fit.